Event description:
During mediport insertion in ir, fluoro room 3, overhead light was being moved by (B)(6), rt, light fixture fell off of amature, striking patient on left hand and left upper abdomen. I immediately asked him if he was ok, he said he had no pain. I examined hand and abdomen, no apparent injury noted. Vital signs stable, no grimacing/guarding noted, no discoloration. Upon completion of procedure, patient was examined by procedure pa, (B)(6). He said he had fullness to left upper abdomen, tender to touch prior to admission today. She discussed this with dr. (B)(6), who said patient will be monitored for 2 hours post procedure prior to discharge home. No additional orders received. Patient brought to cvru for recovery, left in care of cvru staff. His condition remained unchanged.